Event description:
It was reported that a homechoice cassette leaked from an unspecified location. It was further described as "leakage of dialysate fluid". This occurred during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h10. H10: upon further review of this report, it was determined that there was no suspect device reported. Should additional relevant information become available, a supplemental report will be submitted.